Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the vessel sealer extend (vse) was not working with the e-100 but worked with the erbe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and did not receive any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting vse not working with the e-100, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse witnessed the surgeon replicate the reported issue. The isi fse replaced e-100 generator to resolve the issue. The system was tested and verified as ready for use. The erbe was analyzed and reported issue was confirmed. The unit was visually inspecting and then installed onto a good internal system and the unit failed. The vessel sealer was not recognized. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned/replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.